Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A trace baseline pre-existing pericardial effusion was seen prior to the start of the procedure. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected for use. During the procedure, the physician noted that there was difficulty/resistance when bringing the boston scientific (bsc) 5f pigtail catheter back into the was sheath when exchanging for the 31mm closure device. There was no visible drop in patient pressure at the time of pigtail re-sheath. The closure device was deployed, and position, anchor, size and seal (pass) criteria was assessed. Echocardiography was used to take final measurements of the closure device. The two implanting physicians asked the anesthesiologist to support the pressure at this time. After quickly taking measurements, the closure device was determined to meet pass criteria. Just before release of the closure device, a pericardial effusion was noted. The closure device was release, and a pericardiocentesis tray was prepped. For 1.5 hours at least 1400cc of fluid was drawn from pericardial space and auto transfused through the was that was still in the patient. After this amount of blood loss and no slowing of bleeding, the patient was transported to the operating room. A cardiothoracic surgeon was able to find and repair a tear in the left atrium (la) proximal/adjacent to the ostium of the left atrial appendage. In the process of operating on the tear, the closure device was displaced to a more proximal position in the left atrial appendage. The position was assessed, and it was determined that the device position was now unsafe/unacceptable. The closure device was removed, and the left atrial appendage was surgically ligated. The physician suspected that the effusion occurred during the exchange of pigtail catheter with wds through the was sheath. As of (B)(6) 2024, the patient was stable and recovering.